Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, believed the system was delivering excessive insulin after a dinner announcement, and observed insulin on board of 15 units with 4.8 units identified as the meal dose; the user changed the cartridge and infusion set and reconnected without noting abnormalities, and later reported glucose normalization. Symptoms included elevated blood glucose to 304 mg/dl without loss of consciousness or other acute complications. Outcomes included self-management without professional medical intervention and temporary impact on glucose control for several hours. Investigation included technical support review, user education on insulin on board and correction dosing, and troubleshooting of infusion set and cartridge. Investigation of this case revealed no confirmed device malfunction and resolution after set and cartridge replacement with continued monitoring. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.